Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. It was confirmed that the maximum suction pressure created was only -12kpa. After completed service, the system was functioning normally. No parts were returned for investigation. The intended use for the suction module is to extract body fluids from the stomach and airways. Suction pressure is regulated by means of the on/off switch and the suction unit regulatory valve. Turning the regulatory valve counter-clockwise increases the suction flow. The vacuum gauge shows the current suction pressure. The specified range for the vacuum with the regulator in max position during suction are between - 60 kpa and - 90 kpa at a supply pressure ranging from 3.0 to 6.5 bar. In this case the maximum negative pressure created by the suction unit was only -12 kpa. The cause of the reported failure cannot be determined without having the replaced suction assembly to investigate.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that during installation of the anesthesia workstation, the auxiliary o2 and suction module failed to generate a correct amount of vacuum. There was no patient involvement. Manufacturer's reference #: (B)(4).